Manufacturer narrative:
(B)(4). This complaint was not confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The root cause could not be determined. Per the complaint information, the patient was unsure if there was fluid or air in the tubing. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's global technical service center for assistance to end therapy on the homechoice (hc) machine during dwell cycle 1. The homepatient (hp) was connected. The hp stated that he was on his first cycle and wasn't sure if there was air in the line or fluid. The technical service representative (tsr) reviewed the therapy settings and with ending therapy and advised to contact his nurse (rn). On (B)(6) 2010, product surveillance contacted the patient regarding the air or fluid in the line. The patient stated that he could not determine if it was air or fluid. The patient said he ended therapy and discarded the supplies. The patient does not recall the lot number. The patient stated that he is doing well on therapy. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be submitted.

Event description:
A (B)(6) old male with neurologic disorder was implanted with an acticon device on (B)(6) 2009. On (B)(6) 2010, the entire device was removed and replaced due to recurring incontinence secondary to neuropathy, possible rejection, no infection.